Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that an "lvad-internal-fault" alarm occurred while the patient was walking. The patient has a history of electrostatic discharge (esd) events in the past. The system controller log files were submitted for analysis. The system controller was exchanged and the lvad fault alarm disappeared. The patient was cardiopulmonary stable all the time. Reportedly, no further steps are planned for the patient. The patient was advised to avoid esds. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported pump stoppages were confirmed through the evaluation of the submitted system controller and lvad log files. The system controller event log file captured 7 pump stoppage events. Following all the of these events, the pump ramped back up to the set speed without issue. These events appear to be consistent with electrostatic discharge (esd) causing the momentary stoppage. The heartmate 3 lvas instructions for use (IFU) and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.